Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a heat rash. It was reported the irritation was itchy, warm, bumpy, underneath the therapy pads. The patient reported she tends to perspire. The patient reported the irritation was bleeding. There was no alleged device malfunction contributing to the irritation. The patient was prescribed a topical steroid cream by the doctor. Follow up indicated the irritation improved. The patient stated the temperature change helped with the irritation as well.